Event description:
It was reported that the patient experienced underdose symptoms and less than 50% therapy relief. The location of the issue was the catheter track. It was reported that this catheter was fractured in both the distal and the proximal segments. The catheter was explanted and a new catheter was successfully implanted. No diagnostic testing or troubleshooting was performed. This device system delivered hydromorphone. It was further noted that a motor stall had occurred on (B)(6) 2013 at 09:35 and had recovered that same day at 12:04. This system noted to deliver dilaudid.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type: catheter. Product ID: neu_unknown_cath, serial# unknown. (B)(4).

Event description:
It was further reported that the patient had decreased pain control. The patient did have a magnetic resonance imaging (MRI) scan and the stall was the result of the MRI. The patient also had a side port myelograms which revealed that the catheter was out of place and then revised. This patient was also taking percocet, elavil, and neurontin. The patient¿s past medical history also included ¿plf lumbar, appy¿ and esophageal ulcer. The patient was now receiving effective therapy.

Event description:
It was further reported that the patient¿s case was related to a fractured catheter and not a motor stall. Reportedly, there were not any events that occurred with the pump. The patient¿s catheter was replaced and the patient was doing well.

Manufacturer narrative:
(B)(4).

Event description:
It was further clarified that the date of the side port entry study was , (B)(6) 2013 and the date of the catheter revision was (B)(6) 2013.